Manufacturer narrative:
Correction: this report is being submitted to include the product UDI.

Event description:
Correction: this report is being submitted to include the product UDI.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the use of the dreamstation auto CPAP device caused dysphagia and white spots in her throat. In addition, she alleged being sick, had covid that developed into long covid, memory issues, wheezing, stated anesthesia would be dangerous for her due to her respiratory status, blistering inside nares, and scabbing within nares. The patient had her throat biopsied, and the test results came back "okay". The patient was hospitalized due to choking from her dysphasia and went to her gastroenterologist for an esophageal dilation procedure due to her restricted esophagus. The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the use of the dreamstation auto CPAP device caused dysphagia and white spots in her throat. In addition, she alleged being sick, had covid that developed into long covid, memory issues, wheezing, stated anesthesia would be dangerous for her due to her respiratory status, blistering inside nares, and scabbing within nares. The patient had her throat biopsied, and the test results came back "okay". The patient was hospitalized due to choking from her dysphasia and went to her gastroenterologist for an esophageal dilation procedure due to her restricted esophagus. The manufacturer is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.